Event description:
A patient reported an issue with the wake button on the top of the pump, which required multiple presses or toggling to activate the screen. There was no adverse impact to the customer's blood glucose level. No follow-up was needed, and no additional actions were reported regarding the resolution of the event.